Event description:
It was reported that during a coronary stenting treatment procedure the balloon could not be removed from the stent and the pt underwent emergency surgery. The lesion being treated was located in the tortuous 80% calcified right coronary artery (rca). The physician pre dilated the lesion with a sequent 2.5 x 20 mm balloon. The physician implanted a coroflex 3.5 x 16 mm stent, inflating to high pressure. Because of incomplete expansion of the stent the physician inflated with a nc monorail 3.5 x 15 mm balloon at high pressure of 18-20 atm's. The balloon could not be removed from the stent after deflation. The shaft tore when trying to remove the balloon. The balloon could not be removed with a bard snare and the pt required emergency coronary artery bypass graft surgery. The pt survived the surgery and post operatively developed acute respiratory distress syndrome and sepsis.

Event description:
It was further reported that the pt left the intensive care unit and went to the regular station where pt stabilized.